Manufacturer narrative:
Concomitant medical products: product ID: 97792, lot# n464640, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was explanted on tuesday night due to an infection. The manufacturer¿s representative was notified of the potential explant on tuesday afternoon but learned that it actually happened yesterday. It was thought that the infection was at the site of the ins pocket site. It was also reported that nothing was left in the patient¿s body (i.e., anchor accessory was explanted as well). There were no further interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient liked the system and will want it back.